Event description:
According to the surgeon using the device for a laparoscopic cholecystectomy, there is a question of whether or not it should be used on a very thin, elderly pt. There is a question as to ability to establish the "black" level when reaching the peritoneum. Because this level was not visualized, the surgeon proceeded and lacerated the small bowel and vena cava resulting in large amount of blood loss, cva, and "possibly death."